Event description:
It was reported that there was an issue with the device clock battery. There was unknown patient involvement. Evaluation of the returned device found a worn downstream occlusion (dso) sensor.

Manufacturer narrative:
B3: event date unknown. E1: address line (B)(6). One device was returned for evaluation. Visual inspection revealed a worn downstream occlusion (dso) sensor and nonconforming battery door. Event history log review was not applicable. Functional testing was able to replicate the reported issue; found that the real time clock (rtc) battery recorded 1579 days which was over limit. The root cause was determined to be the rtc battery days over limit. The rtc battery was replaced as well as the dso sensor and battery door. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.